Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The valve was not returned to edwards lifesciences for evaluation.  In addition, no relevant imagery was provided for review.  Due to the unavailability of the device, presence of a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was unable to be confirmed.  A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿it was noted that a tine from the inflow portion of the ultra was bent back to a 90 degree angle¿. As captured in a product risk assessment and corrective/preventative action, it has been identified that high push force of commander delivery system with s3 ultra valve through esheath can cause secondary failures such as valve frame damage. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ there are potential patient and procedural factors that alone or in combination can cause resistance during delivery system insertion/advancement through the esheath, which leads to use of excessive force or device manipulation to overcome to felt resistance during the procedure. If the device is manipulated/maneuvered with excessive force, frame struts could potentially get damaged. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, leading to frame damaged. This reported event does not claim delivery system insertion/advancement difficulty through esheath or sufficient information regarding patient condition was not provided. Therefore, the potential root causes stated above were unable to be verified. Since insufficient information is available, a definitive root cause is unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.  However, per management discretion, a product risk assessment has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
UDI number (B)(4)..  Investigation is ongoing.

Event description:
As reported, during a transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, after inserting the delivery system through the 14fr esheath, it was noted that a tine from the inflow portion of the valve was bent back to a 90 degree angle. An attempt was made to bring the system back into the sheath and pull the system out with the esheath, but this was unsuccessful.  A large iliac perforation was noted and a balloon was placed until the patient was sent to the surgery for repair of the iliac artery injury.  The patient is stable post procedure.